Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. 3,000 units of heparin was given. The transeptal puncture was performed and an additional 10,000 units of heparin was given. This watchman ® access system (was) was advanced into the left side of the heart along with a non-bsc pigtail catheter. The patient¿s activated clotting time (act) was 105 sec, so they decided to pull back to the right side of the heart. At this time a small thrombus was seen on the non-bsc pigtail catheter. The thrombus was on the proximal part of the pigtail and was removed with the was. The procedure was completed with another was and a closure device was successfully implanted without issues. When the patient woke, they were doing great.